Event description:
Reporter alleged obtaining the results of 167 mg/dl, hi (greater than 600 mg/dl) and lo (less than 10 mg/dl) back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.